Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the inspection result by olympus keymed, olympus medical systems corp. (Omsc) confirmed that the extra screw was mixed in during past repair. It was also confirmed that the red screw locking adhesive was applied to the screws inside the control section. Since the red screw locking adhesive is applied during repair, omsc confirmed that the screws in the control section were reassembled in the past repair. In addition, the device had been repaired in the past for angulation failure. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by mistake in the past repair, based on the information above. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to okm for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) (okm) and found there was a screw that came off inside the control section while disassembling the control section. This screw is a component of the remote switch 1 assembly and may have been tighten in the previous device repair. There was no report of patient injury associated with this event.